Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient began the treatment for the peritonitis with injection vancomycin (dose, frequency and route not reported). No further information was provided regarding the outcome of the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unknown date, the patient had completed the course of antibiotics and the peritoneal effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.